Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to bone scan indicates that the cup is loose. Patient also has pain. Our screws, shell, liner, head and neck were all pulled. A stryker shell, liner and screws construct was implanted. Additionally, we implanted a mpo neck and head as well. Cultures taken.